Event description:
It was reported that the user requested to return the ilet due to repeated teflon cannula bending and inability to use steel cannula infusion sets because of a documented steel allergy, with prior use of meal announcements to address high glucose of 340 mg/dl. Investigation included troubleshooting and education with review of prior device reports. Investigation of this case revealed unresolved hyperglycemia with suspected infusion set failure related to teflon cannula bending. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported hospitalization or injury. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.